Event description:
It was reported to adac that the isodose display was incorrect. The user was using output factor and received a warning that mu's would not be available. Due to the warning message, assumed the isodose lines would not be affected. No injury was reported as a result of this issue.